Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not plugged into a power source and to press the button firmly; however, this did not resolve the issue. The customer was then advised to connect the pump to a known working power source. Upon follow-up, the customer confirmed that the pump was back on and functioning properly, with no further assistance needed.